Event description:
It was reported that the customer experienced low blood glucose of 49 mg/dl. She treated by drinking with juice. Customer was also experiencing sensor errors, for which troubleshooting was performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.